Event description:
The clinician reported that on the day of attempted placement of the immediate dental implant in ada site 13 in the patient's mouth, the implant did not achieve primary stability. The site was grafted. The clinician reported insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.